Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that sterilization could not get the two pieces apart. There was no delay and no adverse event reported to the event.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that sterilization could not get the two pieces apart. The -3 was really beat up. There was no delay and no adverse event reported to the event. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the s/c & mod cath trl 41/28 was disassembled from trial spacer 12/14 -3 with difficulty; confirming the condition reported. The observed condition could be attributed to unintended use error, this type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. Also, it appears to have biological matter inside the device; however, it is unknown at what part of the procedure it was left on the device. Please review the IFU-0902-00-721 for the proper cleaning- sterilization steps, the potential root cause could be related to maintenance. A functional inspection was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the s/c & mod cath trl 41/28 would contribute to the complained device issue. Based on the investigation findings, the potential cause is unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.